Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced adverse symptoms including stroke-like symptoms, drooping of one side of the face, and increased spasticity, which began on (B)(6) 2016 and culminated in the patient checking herself into the hospital on (B)(6) 2016. It was noted that the patient has a history of stroke. During an appointment on (B)(6) 2016, it was observed that the pump's reservoir volume was very close to the expected volume displayed on the programmer. However, the nurse mentioned that a small volume is usually lost if using a bacterial filter during the refill procedure. It could not be confirmed whether a bacterial filter was used during the previous refill appointment.on 9(B)(6) 2016, it was reported that the patient's oral medication, blood pressure medication and water pills, were changed and their symptoms improved. The physician does not believe the patient effects are related to the pump therapy.